Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013799, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013799. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013799 was manufactured according to the work instruction (wi) version 101 and manufactured in the multivac 14 on 15-jun-2025, with a total of (B)(4) units. The welding, lot 5f02579 was manufactured according to the wi version 34 and manufactured in the line ls06 - ls07, on 02-mar-2025, with a total of (B)(4) units. The welding, lot 5f03010 was manufactured according to the wi version 34 and manufactured in the line ls24 - ls25, on 15-jun-2025, with a total of (B)(4) units. The welding, lot 5f02085 was manufactured according to the wi version 34 and manufactured in the line ls06 - ls07, on 13-jun-2025, with a total of (B)(4) units. The welding, lot 5f02550 was manufactured according to the wi version 34 and manufactured in the line ls06 - ls07, on 15-jun-2025, with a total of (B)(4) units. The welding, lot 5e03376 was manufactured according to the wi version 34 and manufactured in the line ls06 - ls07, on 15-jun-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5f02583 was manufactured according to the wi version 40 and manufactured in the gluing machine 3, on 13-jun-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5f02585 was manufactured according to the wi version 40 and manufactured in the gluing machine 3, on 14-jun-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5f02586 was manufactured according to the wi version 40 and manufactured in the gluing machine 3, on 14-jun-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5f03091 was manufactured according to the wi version 40 and manufactured in the gluing machine 3, on 15-jun-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5f03092 was manufactured according to the wi version 40 and manufactured in the gluing machine 3, on 15-jun-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5f03093 was manufactured according to the wi version 40 and manufactured in the gluing machine 3, on 16-jun-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e01679 was manufactured according to the wi version 67 and manufactured in the gluing machine ft02, on 12-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03919 was manufactured according to the wi version 68 and manufactured in the gluing machine ft02, on 10-jun-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the patient was hospitalized due to diabetic ketoacidosis. The blood glucose value was 1700mg/dl when admitted to the hospital. The patient was found positive for ketone level. The length of hospitalization was greater than 24 hours. The patient got treated with intravenous drip. The patient was throwing up and also experienced symptoms such as feeling unwell, tired, increased thirst and dizziness at the time of hospitalization. No further information available.